Event description:
It was reported that after having an artificial urinary sphincter implanted, the patient is experiencing a tetracycline allergic reaction to the iz. The patient stated that he is very upset, in pain, and extremely uncomfortable. The patient has attempted to contact the surgeon several times and has not received a response. The patient described that the pain is very severe and while showering it feels as if there are knives on his penis. The symptoms are in only in the pelvic area. The patient has several questions about iz and medication. After a physician visit, the physician doesn't believe it is an allergic reaction, however, believes that the patient's neurologic condition is contributing to the event.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after having an artificial urinary sphincter implanted, the patient is experiencing a tetracycline allergic reaction to the iz. The patient stated that he is very upset, in pain, and extremely uncomfortable. The patient has attempted to contact the surgeon several times and has not received a response. The patient described that the pain is very severe and while showering it feels as if there are knives on his penis. The symptoms are in only in the pelvic area. The patient has several questions about iz and medication.